Event description:
Needle broke in half. A 10 mm piece of suture needle was removed from the pt abdomen. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).